Manufacturer narrative:
(B)(4). Received catheter was visually inspected and found char on tip. Catheter was tested and passed electrical, leakage, temperature and stockert generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition about char on tip was confirmed. However the catheter is meeting the functionally specifications.

Manufacturer narrative:
Additional information from customer (affiliate) the delivered power was set to 50 degrees. The lesion applications were from anywhere from 30 seconds to 60 seconds. The generator was set to a temperature mode. I believe the catheter still gave temps, but the tech on the generator noticed the high impedances and stopped the rfa. The entire distal electrode is charred over. So the char is about 4mm in length. The catheter was removed and the physician then went to an irrigated tip catheter to finish the case. The facility did not provide further information regarding the patient or the procedure. If the single use product is returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: stockert 70 rf generator, us catalog #: s7001 sn: (B)(4); carto 3 system, us catalog #: fg560000 sn: (B)(4).

Event description:
It was reported that while ablating in the isthmus, the impedance values rose on the stockert and the catheter was removed and it had char on the tip. It was noted that the patient was not anticoagulated. There was no reported incident or injury to the patient. The patient was discharged under normal ep protocol. The following bwi devices were connected: carto 3 rmt, stockert, catheter. The cas was not in the case when the injury occurred.